Event description:
It was reported by service report that the fowler would not lay flat and the side rail would not lock in the upright position. There were signs of impact damage and exposed sharp edges that could cause lacerations/cuts. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link. Siderail pivot. Carriage bolt.